Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited a loss of sensing and capture at max output. The lead was surgically capped. Another guidant defibrillation lead was subsequently implanted. The physician felt that the coils were too close and since the lead was not a true dedicated bipolar lead, the physician elected to explant the lead. Lastly, during the device based testing the patient's defibrillation threshold's (dft's) were high and the physician elected to explant the device. The device and lead were returned to guidant for analysis.